Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 209 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/25/2018 and open vial date is 9/15/2016. The meter memory was reviewed for previous test result history: (B)(6) memory concerns: undisclosed.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated; returned test strips produce low readings. R&d root cause investigation completed: r&d testing was able to reproduce the low glucose readings which indicates that customer return strips exceeded the stated environmental conditions. The data analysis suggests that exposed (to excess humidity and elevated temperatures) strips stored in a vial with a functioning desiccant dries out the exposed strip's wet chemistry resulting in lower glucose readings.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 209 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/25/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).